Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the surgeon said that the outer seal tore on the 35lst sleeve. Another 35lst was used to complete the case. There was no consequence to the pt.